Event description:
It was reported that the 9800 system left monitor would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call.